Manufacturer narrative:
E1 reporter phone number (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not turn on. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The customer reported that the v60 would not turn on, and that the power management failed.

Manufacturer narrative:
The power management board was replaced, and the device was returned to service.